Event description:
Cooper surgical sold rptr a diaphragm knowing the gel it has been prescribed with for decades shur-gel has been discontinued. Their customer relations department told rptr to use "whatever" gel they could find. Not only is this practicing medicine without a license but it goes completely against the package insert for the milex diaphragm. Two pharmacies say there is no therapeutic equivalent to shur-gel and that no other product has been tried with a silicone diaphragm. There is nothing commercially available to use with this product. In addition their reference to use whatever is clinically misleading to non-health care workers and is going to lead to an increased rate of pregnancy which they will just brush off to the "diaphragm is not perfect." Rptr is a physician and was planning to use the silicone diaphragm as a back up method since rptr is latex allergic but currently it is useless even for that.